Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and found that host pc was not booting up. Upon troubleshooting, fse replaced the host battery but still the issue persists; and found that sib board was defective. To resolve this issue, fse replaced the sib board. After replacement, the system was returned to use in good working order.